Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to non-original product sample. The reported product number ck000375 corresponds with a 4 fr sl powerpicc solo. A document was returned with the sample containing ref: (B)(4) which corresponds with a 6 fr tl powerpicc catheter. One 5 fr tl powerpicc solo catheter was returned for investigation. The catheter extended up to the 45 cm depth marker. Evidence of use was present throughout the device. Microscopic observation of the catheter surface revealed no apparent damage. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The distal end of the catheter was clamped. Each of the three lumens was pressurized and no leaks were observed. Since no functional issues resembling the reported complaint were observed, it is unknown if the product which experienced the issue was returned. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC line was leaking, the hospital believe this may be a result of the patient however are returning the product for testing.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC line was leaking, the hospital believe this may be a result of the patient however are returning the product for testing.